Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately forty-three months after, the implantation, the patient reported elevated vad ((B)(4)) power consumption and flow estimations and was admitted to hospital. The patient was reported to have been active prior to her admission and had developed slight hematuria with this event. The patient's medications at the time of this event included coumadin and aspirin. Laboratory findings included a therapeutic international normalized ratio and elevated lactate dehydrogenase and bilirubin levels. An echocardiogram was performed but was poorly visualized. The patient was initially started on a heparin infusion followed by tpa. Though the treatment was reported to have had a "good effect" initially, the site reported that the power consumption remained elevated. Approximately three weeks later (and while still hospitalized), the patient's power consumption began to increase again. The patient is reported to have been compliant with her anticoagulant and triple anti-platelet medications. She was given further tpa. The patient was found to have significant human leukocyte antigens and is reported to be an unlikely candidate for cardiac transplantation. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported events. The cause of the reported event cannot be conclusively determined. An increase in power may be due to pump thrombus/thrombosis, a known potential complication associated with all patients implanted with vads. Patients with vads necessitate continuous anticoagulation and antiplatelet therapy to prevent thromboembolic complications associated with these mechanical circulatory support systems. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.